Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gantry could not perform motions when prompted by the user and that image acquisitions could not be performed.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was not starting up as designed. It was reported that the imaging system was displaying "initializing please wait" and would not progress past the prompt. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The hardware investigation of the returned power conversion enclosure and the motion enclosure kits found that the reported event was related to an electrical issue. The power conversion enclosure did not pass testing due to a transistor found to be shorted. The motion enclosure kits was installed in a test imaging system and the system did no power on. The reported event was confirmed. The parts were replaced to resolve the issue.

Manufacturer narrative:
Both the power conversion enclosure and the motion enclosure kits were returned to manufacturer, however, findings are not yet available as evaluation is still in progress at the time of filing this report.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motion enclosure and power conversion enclosure were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.